Manufacturer narrative:
(B)(4). Manufacturing date -- august 17, 2015 ¿ august 18, 2015. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed noted a pool of liquid inside the housing. The device was filled with water and the water went directly inside the housing due to missing film wrap. The reported condition was verified and the cause of the missing film wrap is unknown. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the elastomeric reservoir broke and leaked during filling. There was no patient involvement. No additional information is available.